Event description:
Patient was p/o redo sternotomy with redo mitral valve replacement and tricuspid valve replacement and resection subaortic membrane in 2007. Hospira large volume pumps were being trialed on unit and this patient. The dual channel pump was infusing a neosynephrine qh at 150mcg/mn on 1 channel. The rn was starting a run of kcl on the other channel, which she thought she was programming. She was actually on the qh channel and increased the qh rate. Sb/p increased to 160 for less than 1 minute and normalized immediately, line was clamped and infusion rate decreased as soon as the original change in the qh rate appeared on the screen.